Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine. It is unknown at what process step this occurred. The location of the leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition of leak was verified. The cause of the reported leak occurrence was determined to be a damaged dark blue connector identified during visual and functional inspection. Should additional relevant information become available, a supplemental report will be submitted.